Event description:
Upon investigation, the secondary fva pin was slightly sticky. An internal investigation of the device revealed a buildup of a black substance on the fva pins, the bottom right loading pin, and the cam. This black substance was cleaned using 70% alcohol. The unit was placed successfully through the final acceptance test. The lip seals will be replaced and the fva pins cleaned during repair.

Event description:
Customer reports the following: "biomed reported cassette alarm, tried multiple cassettes, pins are not moving completely freely, he will clean and retest. No patient harm." Preliminary review indicates that this is due to an outlet flag not opening and that this did not occur during an active infusion. This is being reported due to the referenced technical issue as a conservative measure; no patient involvement. More information is needed to complete the investigation.